Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. D10, h3: device discarded.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm issue. It was reported that during preparation of the mitraclip delivery system (cds), during functionality testing, when the gripper arms were lowered; the gripper arms were off to the side and not aligned with the clip arms. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. A new clip was used. No additional information was provided.